Event description:
It was alleged that during use on a patient an overinfusion occurred. It was noted by the nurse that after 45 minutes the IV was running freeflow. The nurse attempted three times to load and run the IV set in the device. Each time freeflow occurred. The set was used on a different device with no further issue. There was no patient consequence.